Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review. Review of provided 3mensio revealed the following observations: tortuosity was present in the right access vessel. The provided device related photos were reviewed, and the following was observed: the liner is partially expanded, there is a sheath puncture and one valve strut is exposed through the sheath puncture. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath valve interaction. The reported resistance was confirmed based on provided imagery. Available information suggests that procedural factors (steep insertion angle) and/or patient factors (tortuosity) may have contributed to the reported event. In this case, it was reported that that the device was inserted at a steep angle in response to patients access characteristics. Furthermore, tortuosity was present in the right access vessel, as confirmed via 3mensio. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Tortuous patient anatomy can create sub optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. The reported sheath puncture was confirmed via provided imagery. Available information suggests that procedural factors (high push force, steep insertion angle) and/or patient factors (tortuosity) may have contributed to the reported event. During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Anatomical characteristics may promote sheath damage via suboptimal advancement angles (e.g. Sheath navigation through tortuous anatomy). Additionally, damage due to suboptimal advancement angles may result from steep insertion angles, which was reported to be used in this case in response to patients access. High push force used to overcome any resistance when navigating challenging anatomy can lead to sheath damage (e.g. Strain damage). High push forces coupled with non-coaxial advancement trajectories can lead to strain damage via direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29mm sapien 3 ultra resilia valve in the aortic position. The 16f esheath plus was inserted at a steep angle. When advancing the 29mm commander delivery system and 29mm sapien 3 ultra resila valve through the 16f esheath plus, physician felt resistance immediately. Tried to pull the sheath back slightly and advance but saw the valve strut had pierced through the white portion of sheath. The valve never exited the sheath. The devices were removed as one unit. There was no injury to the patient. A second 16fr esheath was advanced and with the entire white section advanced into skin track. A second 29mm sapien 3 ultra resilia valve on a second 29mm commander delivery system was advanced and deployed in aortic valve successfully. Perceived root cause was the distance from access to vessel was very deep causing the sheath to kink in the skin.